Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the stent was successfully deployed in the desired position. However, after deployment the stent slipped out of the pseudocyst and into the patient's stomach. The physician reloaded the stent onto the delivery system and repositioned it into the desired location; however, the stent again slipped out of the pseudocyst and into the patient's stomach. The stent was removed from the patient with forceps. The procedure was halted, and the physician implanted a new hot axios stent into the patient two days later. There were no patient complications reported as a result of this event. The patient was reported to be doing well.